Event description:
The event involved a 72" (183cm) appx 1.4ml, smallbore ext set w, anti-siphon valve, clamp, luer lock and it was reported that there is a leak in the tubing and patient. The event occurred during infusion of propofol. There was patient involvement, and unknown harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).